Manufacturer narrative:
H6: updated result code 1 and conclusion code 1. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
Patient information - updated. Adverse event or product problem - updated. Suspect medical device - updated.

Event description:
The following publication was reviewed: ¿results of transarterial embolization for treating type 2 endoleaks: a single center experience¿ (ernesto arenas azofra et al., ann vasc surg., published online 02-aug-2019). The article describes a retrospective analysis of a prospectively-maintained database containing 35 consecutive patients treated for a type 2 endoleak after endovascular repair of abdominal aortic aneurysms (evar) between 2003 and 2017 in a single center. The article provides detailed evolution of a patient (p1) with aneurysm-related death after type 2 endoleak treatment: on (B)(6) 2003, the patient presented with a 64 mm abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. A type ii endoleak originating from the inferior mesenteric artery (ima) was identified on the same day and left untreated. Due to major aneurysm growth to 86 mm, the endoleak was treated with embolization of the ima on (B)(6) 2007. According to the physician the embolization was not successful and further growth was visible. A conversion to open surgery was considered but due to the high surgical risk and overall general condition of the patient not performed. On (B)(6) 2009, the patient expired due to rupture of the aneurysm sac (final diameter: 116 mm).

Manufacturer narrative:
Since no date of event was communicated, the date of online publication was used as the event date. (B)(4) lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following publication was reviewed: ¿results of transarterial embolization for treating type 2 endoleaks: a single center experience¿ (ernesto arenas azofra et al., ann vasc surg., published online 02-aug-2019). The article describes a retrospective analysis of a prospectively-maintained database containing 35 consecutive patients treated for a type 2 endoleak after endovascular repair of abdominal aortic aneurysms (evar) between 2003 and 2017 in a single center. The article provides details for patient p1, treated with gore® excluder® aaa endoprostheses in 2003, who experienced aneurysm-related death after a treated type 2 endoleak: pre-evar aortic diameter: 64 mm. Reintervention after 42.2 months / pre-reoperation diameter: 86 mm. Rupture after 68.1 months. Final diameter: 116 mm. Aaa related death after 68.2 months. No additional details are provided in the article.